Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 2/6/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and a fully separated tip issue occurred. During the procedure, while using a pentaray nav eco catheter, the pentaray nav eco catheter got caught inside of a mechanical pulmonic valve and broke off. Two electrodes detached from the catheter spline. No medical or surgical intervention was provided. The issue of medical device entrapment has been assessed as not reportable as no excessive manipulation was required. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. The detached electrodes remain inside the patient¿s body. The physician did not attribute the causality of the event to any of the biosense webster inc. (Bwi) products, but to the patient¿s condition. The patient had a history of valve replacement and ischemic ventricular tachycardia. There was a mechanical (artificial valve) where the pentaray nav eco catheter got stuck. The physician indicated he came to close to the mechanical (artificial valve) when the issue occurred. It is unknown if extended hospitalization was required as a result of the issue. The patient was reported to be in stable condition. An echocardiogram (echo) was performed post-procedure. The (echo) results have not been provided. No patient consequences were reported. Per pentaray nav high-density mapping eco catheter instructions for use: it is contraindicated to use pentaray¿ catheters in patients with prosthetic valves.